Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device patient list was not showing up. A technical support specialist (tss) found a repeated error related to data synchronization. The tss connected to the server and confirmed that only one order had been sent and received. The tss requested the customer to resend the order and shared the timestamp so it could be tracked. The order ID was not listed in the pyxis database, and further no issues reported. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the patient list was not appearing as it normally had for the anesthesia team. There were no adverse events or injuries reported based on this event.